Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 545 mg/dl. Cause of the high bg was unknown. A bolus was delivered, the cartridge and infusion set were changed, and manual injections were administered to address bg level. Recommendation was made to discuss diabetes management with a healthcare professional.